Manufacturer narrative:
The user reported y-site leaking issue was confirmed. The quality alert was sent out to the contract supplier (B)(4) on 09/01/2017. The investigation was performed by the contract supplier and the report was returned to zyno medical on 02/02/2018. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00263).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported an issue with the administration set. "Taxol was infusing through the filtered tubing and a slow drip of drug was noticed to be coming out of the y-site. We caught it early in the infusion and changed the tubing. "No patient injury or harm occurred for this case. The event date and patient information are unknown.